Manufacturer narrative:
The sample was collected in a 12 x 75 mm serum tube, and was centrifuged for six (6) minutes at 4000 rpm. The customer stated that the sample was not hemolyzed but had a yellow color on it. Qc was within the established ranges prior to and after the event. A routine system check was performed on (B)(6) 2011, and the results were within instrument specifications. The customer stated that there was no error posted to the event log in conjunction with this event. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) inspected the ultrasonics and main pipettor alignments. The fse adjusted the high voltage from 180v to 200v. The customer performed calibration and qc. No issue was noted. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously low total beta hcg (tbhcg) result generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced higher reproducible results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.